Event description:
It was reported that during a cholecystectomy procedure, could not load clip normally from second firing. Another device was used to complete the case. There were no adverse consequences to the pt. One device returning.